Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned. Attempts were made to place two separate 24mm watchman ® laa closure devices. In one of the attempts it was noted the closure device was deployed too proximal. Both devices were fully recaptured and removed. Imaging sweeps were performed each time to confirm no pericardial effusion. While preparing a third delivery system, the non bsc pigtail catheter was reinserted and advanced via the was, leading the was into the laa. The pigtail kinked approximately 10-20mm proximal of the pigtail curve and a perforation with subsequent pericardial effusion occurred. The patient¿s blood pressure and heart rate became unstable. Pericardiocentesis was performed, but the patient didn¿t stabilize. The patient¿s chest was opened and surgical closure of the ¿very small¿ laa perforation was performed. No further complications were reported and the patient condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned. Attempts were made to place two separate 24mm watchman laa closure devices. In one of the attempts it was noted the closure device was deployed too proximal. Both devices were fully recaptured and removed. Imaging sweeps were performed each time to confirm no pericardial effusion. While preparing a third delivery system, the non bsc pigtail catheter was reinserted and advanced via the was, leading the was into the laa. The pigtail kinked approximately 10-20mm proximal of the pigtail curve and a perforation with subsequent pericardial effusion occurred. The patient¿s blood pressure and heart rate became unstable. Pericardiocentesis was performed, but the patient didn¿t stabilize. The patient¿s chest was opened and surgical closure of the ¿very small¿ laa perforation was performed. No further complications were reported and the patient condition was stable.